Manufacturer narrative:
One narrow standard hex driver-24mm (phd01n) was returned for investigation. Visual inspection of the as returned product identified wear from use about the driver body, and the tip is was fractured. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the phd01n dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/ CAPA/hhe/d/ie/product holds for the reported product. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (driver fracture) or product (phd01n). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that the tip of the driver (phd01n) fractured. Doctor was able to complete the procedure. No serious injury has been reported.